Event description:
It was reported through stryker facebook page: "glad u had a good outcome,as for its been nothing but a nightmare. I've had nothing but pain and infection, even after a year. No range of motion,daily pain,it was the worse choice I've ever made".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.